Event description:
Infusion center nurse noticed that after the patient's chemo drug infusion was completed the solution from the primary tubing (normal saline) started to back up into the piggyback (secondry) tubing. Nurse clamped the secondary tubing and the primary IV solution infused appropriately. The nurse did not make any changes to the height of the solution bags or to the pump settings to cause the back up. Nurse immediately noticed the back up after the completion of the chemo infusion.